Event description:
Customer reported hospitalization due to high blood glucose levels. Customer had reverted to manual injections because the insulin pump she had used was cracking; she was not wearing the insulin pump at the time of hospitalization. The blood glucose reading was 263 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.